Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient felt symptomatic due to possibly device malfunction. The transmitter was broken and not powering up. The last remote transmission via patient¿s transmitter was in (B)(6) 2018. The patient would be sent to emergency room for device interrogation. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.